Manufacturer narrative:
Product complaint #(B)(4). Date sent to FDA: 8/28/2020.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 4/10/2020. Additional information: h3 evaluation: received one used 15fr drain for analysis. There are significant quantity of dry blood clots inside the drain. There were no damages observed on the drain when we inspected it visually. We attached the drain to j-vac 100 cc reservoir and performed functional test. The drain functioned normally and properly drains water from bowl. The received sample was evaluated and found to be fully functional.

Manufacturer narrative:
(B)(4). The following information was requested and obtained: was the whole j-vac system inspected for loose connections and caps with no possible leakage? No further information is available. Was the drainage tube functioning adequately? No further information is available. If no, what it an ethicon blake drain? If yes, please provide product code and lot number lot number of reservoir the lot numbers are ju0002(product code:2179) and ju0012(product code:2177) device return status/follow up the devices were shipped conflicting information from event description: described qty 2 involved. But response says 1. Please clarify qty involved. Qty involved is 2. Was there an issue with the drain? We received for analysis but complaint was for reservoir. When we received the samples, the drain was attached to one of the reservoir. Thus, we suspect that the drain might have a problem. Thus, we'd like you to investigate both of the drain and reservoirs. Is possible, we'd like you to check if the issue (improper suction) was reproduced under the condition that the returned reservoir and drain are connected. Note: events reported via mw 2210968-2020-00324 and 2210968-2020-00334.

Event description:
It was reported a patient underwent a prostatectomy on (B)(6) 2019 and a drain was used. In the ward, after surgery, it was not draining. Further details are not provided. There were no adverse consequences to the patient.